Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a repeating error 32056 on the universal surgical manipulator 3 (usm3). The system prompted the customer to disable the usm, the technical service engineer had the customer power cycle the system first but the issue remained. The customer disabled the usm3 and continued the case with the remaining usms. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "error 32056". Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house patient fixture test platform (pftp) where the unit failed adaptive gain control (agc) current on the pitch axis with a 32056 in the error logs and failed sensors check on the pitch axis, replicating the reported event. A gold pitch searchlight printed circuit assembly (pca) and pitch searchlight flat flex cable (ffc) was installed and the unit passed the required test, verifying the pitch searchlight and pitch searchlight ffc to be the source of the fault.

Event description:
Refer to h11 for follow-up information.